Manufacturer narrative:
N/a.

Event description:
The em3-60 cable, which is connected to the esu and aem monitor, burned in the operating room during surgery. There were no injuries to patients or users reported.